Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The castor wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported a castor wheel had broken off the unit causing it to tip. There was no report of injury.